Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device could not be interrogated and an error message on the device was noted. No further intervention was performed at this time, and the device will be monitored until it is explanted. The patient was stable with no adverse consequences.

Event description:
The device was explanted and replaced. The leads were also electively capped and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
No conclusion code available. As received, the device was returned for analysis in backup mode and the device was unable to be interrogated. Analysis indicated device was in backup mode due to a hardware reset. Further analysis indicated that code corruption occurred and flipped the device byte to an un-recognizable number, thus device was unable to be interrogated and did not respond to magnet test in the field. After a correction was made to the device byte and the device was recovered from backup mode, electrical and mechanical tests indicated the device exhibited normal functionality. There were no device anomalies revealed that would have contributed to the backup mode or interrogation issue reported. Based on limited information available, the cause of the reported incident could not be conclusively determined.